Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the surgeon was getting ready to finish tightening the non-locking screw in the compression slot of the anterior lateral ankle fusion plate when the screw head snapped off. The broken portion of the screw shaft was left in the patient.